Event description:
The facility reported a pump with a failure code 810:04. This problem occurred at an unknown time. There was no patient injury or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 16, 2007. Evaluation summary:the reported condition of a pump with a failure code 810:04 was confirmed during product evaluation. The problem was due to an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated during service. The device was tested and returned.